Event description:
It was reported that during elective device replacement, externalized conductors were noted on the lead. The lead was capped and replaced. The patient¿s condition was stable all the time.